Event description:
It was reported that during a routine check of the implantable pulse generator (ipg) an elective replacement indicator (eri) message was observed. The physician then reviewed the interrogation report which indicated that the longevity estimate for the device was seven to eight years. It was determined that a device electrical reset had likely occurred. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4261 competitor lead, implanted (B)(6) 1994. (B)(4).